Event description:
It was reported by bd medical information from literature studies received regarding pleurx catheter. It was further reported that the device was removed due to the ascites leak. Verbatim: it was reported in an article in the journal "journal of palliative medicine" titled, "safety and prognostic factor for survival in patients with pleurx drain for malignant ascites: ascitx study", that fifty-six patients were involved in a study. Among which four patients developed peritonitis, and two patients developed local infection. Three patients required ascitx removal: due to ascites leak, ascites infection and septate ascites with ascitx being not effective anymore. The current status of the patients was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a device history record could not be evaluated as the lot number is unknown. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. Therefore, the result of the investigation is inconclusive. H11: b3 (date of awareness entered in date of event field) e1, h6 (investigation, results, conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by bd medical information from literature studies received regarding pleurx catheter. It was further reported that the device was removed due to the ascites leak. Verbatim: it was reported in an article in the journal "journal of palliative medicine" titled, "safety and prognostic factor for survival in patients with pleurx drain for malignant ascites: ascitx study", that fifty-six patients were involved in a study. Among which four patients developed peritonitis, and two patients developed local infection. Three patients required ascitx removal: due to ascites leak, ascites infection and septate ascites with ascitx being not effective anymore. The current status of the patients was unknown.